Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a st elevation occurred. During an ablation procedure, an orion catheter was selected for use. A gap of pv was identified by the orion catheter and ablation was performed. The orion catheter was then removed to outside the patient. After ablation, at was induced and the orion catheter was inserted back into the patient in order to perform the mapping again, however, st elevation was observed at ii.iii.avf. It was suspected that it might be due to the presence of air. However, it was noted that when the orion was inserted into the patient's body, air removal was performed every time. The presence of air was not confirmed. After the st elevation was observed, the physician pulled out the orion catheter and prepared nitro, however, the st returned to normal immediately. The physician confirmed that there was no problem with angiography, and inserted the orion catheter again. They performed mapping and ablation, and the procedure was completed. No further patient complications were reported and the patient¿s condition was good.